Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had issues with their sensor and blood glucose levels. The customer's blood glucose level was reported to be 127.8mg/dl, and their sensor reading was 57.6mg/dl. It was reported that the device would not calibrate at all. It was reported that the customer would upload to carelink for further analysis.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed continuity resistance test. The sensor passed per specifications. Performed bicarbonate buffer test and the sensor passed with accurate readings.